Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cuff shoulder arthroscopy, even at low power the 'control unit dyonics 25' was ejecting a lot of serum. The procedure was completed with the same device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective system controller pcb. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.